Event description:
The surgeon reportedly experienced a corneal burn in the operative eye during a cataract extraction procedure. The pt required unanticipated sutures and is doing fine. No service was requested on the machine.